Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not show any evidence of the reported malfunction. Therefore the claim is being closed as evidence/ communication supports report was unsubstantiated. Further communications with the customer indicated this report was submitted in error. There was no indication of a product problem. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis for reports of this type has not identified an increase in trend.